Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a handpiece presented with no ultrasound oscillation before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The handpiece was returned for evaluation. The handpiece was manufactured on august 27, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system where it tuned successfully and completed a five minute burn in test at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet company specifications. The data shows no lines of failed tuning after a total of 256 tunes. The returned handpiece met specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).